Manufacturer narrative:
Multiple attempts have been made to obtain initial reporter information that was not the patient. The field representative did not have any further information. Should any pertinent information be received, a supplemental report will be sent.

Event description:
It was reported by the patient that they attempted to send a patient-initiated interrogation (pii) for this pacemaker. However, the communicator did not pick up signals from the pacemaker. It was noted that the communicator showed a successful download, but no information was downloaded from the device. The patient had a bioelectrical impedance analysis (bia) done that morning. Technical services (ts) noted that bia is not recommended as it introduces microcurrents into the patient's body. Ts recommended going in-clinic to assess the system's function. Ts attempted to call the patient multiple times regarding this information; however, the patient did not answer. Ts left voicemails. The device remains in use. No adverse patient effects were reported.